Event description:
Additional information received (B)(6) 2019: patient received a pump exchange to hm3 due to suspected driveline fracture. Pump was returned on (B)(6), 2019. No further information provided.

Manufacturer narrative:
Section d5: h3: correction. Section b2, b5: additional information. Manufacturing evaluation conclusion: evaluation of lvad confirmed driveline damage that would have contributed to the low speed and pump stop events captured in the log file, while the system was connected to the power module. Examination of the blood contacting surfaces confirmed a ring like deposition was identified loosely seated on the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A specific cause for the deposition and a duration of which it was present in the pump could not be conclusively determined. Visual inspection of the bionate layer was unremarkable. No deterioration or breakdown of the metal braided shield was observed. Electrical continuity testing revealed no discontinuities or shorts. Visual examination of the wires revealed an insulation breach on the green wire adjacent to the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could result in a low speed or pump stop event as captured in the log file. Wire damage that would have contributed to low speed or pump stop events while the system was connected to 14v batteries was not identified, however, the driveline was not entirely returned for evaluation. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement was reported under medwatch MDR report# 2916596-2018-01345. Approximate age of device - 1 year, 10 months. The device was returned for analysis. Evaluation is not complete. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previous percutaneous lead (driveline) replacement and the patient has been using battery and an ungrounded patient cable since the replacement. During interrogation, the lvad system was found to have ongoing pump stoppage events and low speed advisories. The patient confirmed that only the ungrounded cable has been in use. A log file was reviewed by the technical service representative confirmed the pump stoppages and speed drops greater than 200 rpms starting on (B)(6) 2019. The events occurred while the lvad system was connected to battery power and also when tethered to the power module (using an ungrounded patient cable). The patient received a pump exchange due to the suspected driveline fracture. The pump will be returned.